Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that the drive support cap appears normal. Device was not exposed to a magnetic field. Customer is able to complete the rewind sequence. Customer stated that he received a motor position encoder error alarm. Blood glucose value was 96 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to erased history file. Device received with cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.